Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during transvaginal tape mid-urethral sling placement and a cystoscopy procedure performed on (B)(6) 2014, for the treatment of stress urinary incontinence with intrinsic sphincter disorder. There were no complications noted during the procedure. Furthermore, the patient tolerated the procedure well. She was extubated and transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.